Event description:
A caller reported a cartridge alarm 30 on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump after confirming the customer's shipping address and instructing them on necessary steps for handling and returning the problematic pump. The caller was advised on what to do upon receiving the replacement, and a new pump was dispatched without requiring a delivery signature.